Event description:
Customer reported the tubing set spontaneously disconnected. The user reported that the disconnection occurred between the male luer on the alaris primary administration set and the ICU medical clave adapter on a PICC. The user reported the IV tubing became unscrewed from PICC and fell on the floor. The user stated "I know I connected her properly after the shower and changing her PICC dressing. It was so random when I found it on the floor few hours later." There was no pt harm and no medical intervention was required. There was no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported disconnection. The customer stated the set has been discarded and is not available for failure investigation.